Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. The results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: mar 31, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an open reduction internal fixation (orif) on (B)(6) 2016 to treat a hip fracture was completed, and the patient had left the operating room, the cannulated 4.0mm hexagonal screwdriver tip broke off after the instrument fell on the floor while it was handed to the operating room technician. Reportedly, the fragments were discarded. Since the event happened after the procedure, there was no patient harm or surgical delay. The procedure itself was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be cracked but intact. The complaint condition was unable to be replicated due to the post-manufacturing damage. Based on the complaint description, the device failure is the result of being dropped intraoperatively. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken and missing a segment. The complaint condition was unable to be replicated due to the post-manufacturing damage. Based on the complaint description, the device failure is the result of being dropped intraoperatively. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports, material review reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.